Event description:
.Healthcare professional reported left side " infection, local heat sensation, swelling, pain" and positive bacterial culture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. DHR/fi results: review of sterilization run 30040691, related to work order 3617461 did not identify any deviations or non-conformities that may be associated with the reported device. Sterilization process was completed successfully and met the required specifications. According to the complaint review, there is no information about if the device is going to be returned to the device analysis laboratory. With the information collected during the investigation, there is enough evidence to support that (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. Given the fact that the cause of the infection cannot be specifically associated with the manufacturing process, no corrective action is deemed necessary at this time. Environmental monitoring results for june 2022 were reviewed and all results were found acceptable. Bioburden testing results for june 2022 were found to be acceptable. The reason for reoperation: infection.